Event description:
A customer reported experiencing a data error alert on their pump, which occurred after the pump's shipment date. The customer's blood glucose levels stayed within a range of 54-500 mg/dl, indicating no adverse impact on glucose levels. The customer attempted a pump reset independently, but it did not restore the history logs; however, it was confirmed by technical support that the therapy remained unaffected. The customer agreed to continue using the pump for insulin therapy.